Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; battery compartment crack. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed on 12-apr-2018. Investigation confirmed the alleged battery compartment crack. Additionally, the returned battery cap had stripped threads and was unable to secure properly to the pump. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.